Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Bwi conducted a visual inspection and deflection evaluation of the returned device. Visual analysis of the returned sample revealed it was found the tip-shaft section separated and it was observed residues of polyurethane (pu); additionally, also, it was observed dented next to the separated section, this condition noted on the device could be related to excessive force or manipulation; however, this cannot be conclusively determined. Under microscopic magnification, a hole was observed on the pebax surface with reddish material inside. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specifications and procedures. However, it could be related to the handling of the device during the procedure, but this cannot be conclusively determined. A deflection test was performed and it was found within specifications, that the catheter was deflecting correctly. No deflection issues were verified during the analysis. The event described could not be confirmed as the device performed without any deflection issues; other circumstances or issues that occurred during the use of the device could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number 31070994m, and no internal actions were identified. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) paroxysmal ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the bwi product analysis lab identified that the tip-shaft section was separated. There was also a hole on the pebax. During the procedure, a deflection issue was noted: the catheter was unable to deflect or relax completely. A second device was used to complete the operation. There was no adverse event reported on patient.